Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result from meter memory of 264 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 270 mg/dl using truemetrix air meter and 239 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is 12/30/2016. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date / time not set): the 127mg/dl (B)(6) 2017 07:47 pm fasting:yes, the 264mg/dl (B)(6) 2017 01:29 pm fasting:yes, the 202mg/dl (B)(6) 2017 12:50 pm fasting:yes, the 141mg/dl (B)(6) 2017 10:32 pm fasting:yes, the 103mg/dl (B)(6) 2017 07:32 pm fasting:yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result from meter memory of 264 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 270 mg/dl using truemetrix air meter and 239 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is 12/30/2016. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).